Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the product remained unused after opening the package, but it was found that the outer skin of the product fell off and the steel wire was exposed.

Event description:
It was reported that the product remained unused after opening the package, but it was found that the outer skin of the product fell off and the steel wire was exposed.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The device failed to meet specifications. It is unknown whether the device was being used for diagnosis or treatment. The evaluation report of the returned sample, submitted by memry corporation, stated that a non-conformance was confirmed; the wire was exposed making the part unusable. Memry¿s nipping and tipping operations would not cause this type of jacketing removal. The tip appeared to have been jammed into another object and when removed caused the observed damage. The possible suspect in this case would be the introducer; but no introducer was returned with the sample. The investigation was unable to determine the timing of the occurrence as well; the issue could have occurred anywhere between assembly up to the point of use. Most probable instances would be upon installation of the introducer at assembly or when the wire was being deployed at point of use. The report further states that detection of this issue would be difficult: detection at final inspection could be avoided due to the sampling plan, or the issue may have occurred after final inspection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿precautions: should be used only by physicians thoroughly trained in endourological guidewire techniques. Do not use dry gauze to manipulate the guidewire as this can damage the surface coating and make the wire tacky. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Potential complications: complications that may result from the use of a guidewire in a urological procedure incude, but are not limited to: ¿ perforation ¿ acute or delayed bleeding ¿ tissue trauma ¿ edema direction for use: the physician should select the proper size and length of the guidewire for the procedure being performed. 1. The guidewire is packaged in a protective coil. For hydrophilic coating wires: hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the coil for separation, bends, kinks or a damaged tip. For ptfe wires: remove the guidewire from the protective coil and carefully inspect the coil for separation, bends, kinks or damaged tip. 2. Introduce the guidewire, flexible end first, into the working channel of the endoscopes or percutaneously into the urinary tract. 3. Advance the guidewire slowly into the desired position. Continuously confirm guidewire position either visually or under fluoroscopy. 4. Carefully withdraw the guidewire taking care not to kink. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable laws and regulations."